Event description:
It was reported that the right ventricular lead had a gradual rise in impedance over the last (B)(6) months. It was further reported that the device was at elective replacement indicator and at explant the physician thought the device was defective because both set screws came completely out of the device header. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.